Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported when the patient presented a merlin transmission, post-sensed t-wave oversensing was observed. The device was reprogrammed and remains implanted.